Manufacturer narrative:
This supplemental report is being submitted to provide the UDI and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The manufacturing record as reviewed for lot.h9802, and irregularities or non-conformities were not detected. The lm reported that the most probable causes for the reported event are as follows: the legal manufacturer assumed that the user was not following the handling procedure described in the IFU 7.3 and the biopsy valve broke off. Please follow the instruction below to attach the biopsy valve correctly to the endoscope. 7.3 attaching the biopsy valve to the endoscope put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place (see figure 2).

Manufacturer narrative:
The customer returned the (used without the original package) maj-210 single use biopsy valve lot# 92h for evaluation due to ¿broke in half¿. The user's complaint was confirmed. A visual inspection was performed on the received condition and one side of the biopsy valve groove was already spilt in half. There was no signs of missing parts noted with the biopsy valve. Due to the returned condition of the valve it could not be tested with a test scope. The content of this complaint will be reviewed by the legal manufacturer for further evaluation. The instruction manual provides the statement below to prevent damage to the biopsy valve. 7.5 inserting and withdrawing the endo-therapy accessories insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.

Event description:
The service center was informed that during preparation for use, three biopsy valves broke and fell off the device. No piece fell into the patient. It is unknown if the device was broken when it came out of the packaging. It is unknown if the intended procedure was completed. There was no patient injury reported. This is 1 of 3 reports.